Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump fell into the toilet and reports there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage on electronic assembly. Also, it was noted the device had moisture damage in the motor during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.